Manufacturer narrative:
(B)(4). Returned for investigation was an ac2 printer assembly. The recorder assembly was installed into a known good ac2 for functional testing. The pump was startup as normal. The print on/off button was pressed multiple times and recorder was printing each time without any issues. Multiple alarms were purposely initiated, and the recorder printed properly. The pump was left to run for over an hour with no issues. A device history record (DHR) review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint of "the printer is hard to open" is confirmed. A bend was noted to the rod that releases the door; however, the recorder was able to print the strip properly. Based on a review of the device history record (DHR), the product met specification upon release; however, the received product did not meet specification during the complaint investigation due to the bend on the plastic rod. The root cause of the bend is undetermined. This is an isolated issue. No further action required at this time. This will be monitored for any developing trends.

Event description:
It was reported that the printer is not printing and it is hard to open. This was discovered while the pump was on a patient. The patient, a 78-year-old male, arrived at the unit with iabp in place. When the rn attempted to print strip in order to confirm timing the printer was noted to be jammed. Eventually we were able to open the printer and replaced EKG roll and attempted to print again, the printer made a grinding noise and was unable to print strip. We then switched the patient to the backup iabp. There was no reported patient harm.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the printer is not printing and it is hard to open. This was discovered while the pump was on a patient. The patient, a (B)(6) male, arrived at the unit with iabp in place. When the rn attempted to print strip in order to confirm timing the printer was noted to be jammed. Eventually we were able to open the printer and replaced EKG roll and attempted to print again, the printer made a grinding noise and was unable to print strip. We then switched the patient to the backup iabp. There was no reported patient harm.